Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h10 this report is being supplemented to provide additional information based on results of third-party testing, results of the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 18, 2024 sampling from: all channels cfu: 5cfu bacterial identification: micrococcaceae, bacillaceae the facility cleaning disinfection and sterilization practices (cds) were not provided by the user. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms were confirmed, however, the results were found to comply with the alert level of the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. All channels were sampled. As per the hygiene microbiological investigation (hmi) report provided by the customer the microbiological quality of the endoscope was not satisfactory. Specifically, the microbiological quality of the samples from operating channel and auxiliary channel was not satisfactory considering level of action for 26 colony forming units (cfu)/endoscope of micro-organisms. The hmi report did not specify the name and quantity of the microbes. The endoscope was subjected to an intermediate level of disinfection and rinsed with bacteriologically controlled water. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.